Event description:
It was reported that the patient presented with chest pain and acute myocardial infarction (ami) and during a procedure of the unspecified coronary artery the 2.25 x 28 mm xience prime stent delivery system (sds) was positioned at the lesion but the stent implant could not be visualized under fluoroscopy. The physician reported there was no stent implant on the sds balloon. The lesion was treated using balloon angioplasty and a different stent was implanted. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for stent dislodgements from this lot. It should be noted the xience prime small vessel (sv) everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience prime sv everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. Based on the reviewed information, no product deficiency was identified.